Event description:
(B)(4) - the dealer reported that the m51p custom power wheelchair joystick was displaying 0700 error code, and the unit experiencing erratic and unintended movements. There was no injury reported.